Event description:
It was reported that prior to a shoulder procedure using a starvax 90 icw wand, it was discovered that the wand tip appeared to be defective. The surgeon opted to complete the procedure using a competitive device instead. There were no significant delays or pt complications reported as a result of this event.